Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the light source lamp did fail to power up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. (E1) full address: (B)(6).

Event description:
It was reported that the unit's lamp failed to power on. The issue occurred during a diagnostic (unknown) procedure which was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause for ''light source failure'' could not be determined. Olympus will continue to monitor field performance for this device.